Manufacturer narrative:
A review of manufacturing and sterilization records was performed and there was not any problems noted that would impact this report. Related reports: 1219977-2014-00375, 1219977-2014-00387.

Event description:
Patient had laparoscopic repair of an inguinal hernia. Later patient had two surgeries for excess pain and the mesh was explanted.